Event description:
The customer reported, at 2:48 p.m., she tested her blood glucose and obtained a reading of 343 mg/dl on a contour next link meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.